Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the air oscillator device was off-centered. During the pre-repair diagnostics assessment, it was determined that the motor power was too low and the device lacked power. It was further determined that the device failed for check saw blade quick coupling, check saw head, check symmetry, check for immediately stop, check frequency, min 12'000 to 16 000 osc/min, check the starting behavior, check performance, check for excessive noise and for check for air leak. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.